Event description:
The gantry stopped by about 160 degrees when the gantry returned from 180 degrees to 0 degree in the pt treatment. The engineer who visited discovered the chain of the gantry to come off. The pt was lying on the couch. Irradiation ended, and gantry returned from 180 degrees to 0 degree. These parts were discovered from the lower side of the gantry. The ring of c type was not able to be discovered. We confirmed the tension of the chain when the straight pin was inserted before the chains were exchanged. As a result, we confirmed slack of 20mm. No pt injury or data reported.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.